Event description:
It was reported that when the package was opened the lead of the tip was bent. The healthcare provider used another lead and completed the operation.

Manufacturer narrative:
Analysis of lead model 3389s-40 lot# v665615 showed, via visual examination, that the distal end of the lead was bent at electrode #0. Functionally, the lead showed no shorts between all circuits with acceptable continuity. Further visual and functional testing showed no other anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.